Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. It was reported that the mesh eroded and never worked to help urinary incontinence. The patient experienced utis and the mesh had to be removed/ explanted on (B)(6) 2018. As the patient reported, five surgeries were performed resulting in having a colostomy bag. No further information is available.